Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis. Update rec'd 7/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Litigation alleges corrosion. An invoice search was performed to identify stem/sleeve; however, the search was unsuccessful. Should we receive additional information, we will update accordingly. There is no new additional information that would affect the outcome of the MDR decision. Update rec'd 11/10/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, osteolysis, no corrosion, pain, and relatively normal cobalt and chromium levels. At this time no lab results have been given, so the stem is being reported for the alleged high metal ions, as we are not sure what relatively normal cobalt and chromium levels are. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/3/2014.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleges loosening of cup.